Manufacturer narrative:
(B)(4).

Event description:
The patient's lead had moved closer to the skin surface but had not punctured the skin. Additional information has been requested, a follow-up report will be sent if additional information becomes available.